Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid right coronary artery with mild tortuosity, mild calcification and 80% stenosis. A 3.0x15 mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion without resistance. The balloon ruptured on the second inflation at 12 atmospheres. A 3.0x12 mm nc trek bdc was used to successfully complete the procedure. There was no reported adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Internal file number -(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.